Event description:
Pt was about to receive an arterial injection when the physician noticed an abnormality of the vital-port. Contrast radiography revealed a leakage from the port. The port was replaced.